Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital ((B)(6) hospital). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 56 units the closure would not close and pop off resulting in specimen leakage. The issue occurred on three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, each with the closure correctly assembled and placed on the tubes, and no cocked stoppers were identified. Additionally, 10 retained samples underwent functional tests with all being within specification limits. No issues were identified with the closure being loose or separating from the tube during or after the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn 56 units the closure would not close and pop off resulting in specimen leakage. The issue occurred on three device. No adverse impact was reported regarding the patient or user.